Event description:
During a percutaneous coronary intervention, the physician experienced large friction and the stent delivery system got stuck with a guide wire inside the guiding catheter. The patient demographics is unknown. The target lesion was de novo, with moderate calcification and moderate tortuousity and 90% stenosis. As a cypher (2.5 / 23mm) was being delivered to the lesion, there was a large friction. Before reaching the coronary, the sds stuck with a gw (acs pilot50) inside the gc. Therefore, physician tried to remove the sds for several times but it wouldn't. Excessive force was applied to remove the sds and so the shaft was stretched in places. The physician was able to retrieve the entire system including the cypher from the patient. But he could not remove the guide wire from the stent delivery system. There was no report of injury to the patient.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available to evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.